Event description:
According to the reporter: after the trocar was inserted, the surgeon noticed "orange shavings" inside the pt's cavity. He was able to observe this while looking through the scope. The shavings were retrieved but the device was discarded. No further pt injury reported.